Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a cardiac procedure and it was delayed. The procedure was completed by another c-arm. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to store images in disk and gives storage error message. Upon functional testing, the fse determined that the image pc (ippc) patient database was full. To resolve the reported issue, the fse recreated the image storage on the ippc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to store images to disk, preventing imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.